Manufacturer narrative:
Insulin pump received with broken battery tube thread and reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir lip broken off. Pump passed unexpected restart error test. No unexpected restart alarm noted.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer's blood glucose level was 127 mg/dl. Customer also stated that the battery cap broken in half and reservoir lip ring of reservoir came off. Reservoir was able to lock in place. It was also stated that the insulin pump had pump error unexpected restart. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.